Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, staff plugged in the hemopro and it immediately started delivering energy, smoking and exhibiting an electrical burning smell even though the activation toggle switch was confirmed to be in the "off" position. A replacement unit was used to complete the procedure. No troubleshooting was performed. The hospital did not report any pt complications. It never touched the pt.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).